Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The patient presented with chest pain and shortness of breath and was admitted to the hospital. The patient underwent an EKG which revealed a myocardial infarction. A 3.0x20mm taxus express2 stent was implanted in the left anterior descending artery (lad). The patient was instructed to take plavix for at least 12 months following stent implantation. One year and five months later, the patient presented with a myocardial infarction and stent thrombosis was discovered in the lad where the taxus express2 stent had been implanted. It was noted that the patient underwent angioplasty and stenting two months later.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.